Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and irretrievable filter diagnosis. The indication for the filter implant, procedural details and patient medical history has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The trapease ivc filter is indicated for permanent placement. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint the reported filter strut was abutting the aorta, could not be further clarified. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported event could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and irretrievable filter diagnosis.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported event approximately three years and three months after the index procedure. The patient indicated that the filter was unable to be retrieved; however, there have been no documented retrieval attempts. The patient also reported anxiety related to the filter. Information received per medical records state that the indication for filter implantation was concern for pulmonary embolism as the patient had multiple back ailments and chronic osteoarthritis of the knees resulting in steroid injections and interruption of anticoagulation. The patient¿s primary care physician requested ivc filter placement. The filter was placed via the right common femoral vein. It was deployed under continuous fluoroscopy, after a cavogram identified the orifices of the renal veins. Post deployment cavogram showed excellent filter deployment with no dissection or extravasation. The patient tolerated the procedure well and was discharged to home. Three days post implant the patient called the physician's office with complaints of right groin pain and bruising. A physical assessment noted no bruising, swelling or localized tenderness to the area and the physician felt the complaints were not related to the procedure. The patient¿s medical records state that she had a history of severe obesity, anxiety, depression, gall stones, kidney disease, chronic left lower extremity deep vein thrombosis (dvt), the patient developed dvt after left knee surgery, hyperlipidemia and hypertension. She also had a surgical history of left knee arthroscopy, vascular surgery, cholecystectomy, achilles tendon repair, left meniscus tear repair and bilateral topaz procedure. Approximately three years and three months after the index procedure an abdominal computed tomography (CT) scan was performed for unspecified injury of the inferior vena cava. The results of the scan noted that the anchoring struts at the midpoint of the filter extend approximately 2 mm extrinsic to the ivc filter wall. Approximately three years and six months post-op the patient was seen in consultation for evaluation of the ivc filter for removal. The consult indicated that filter removal was not an option due to the duration of the implant.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and irretrievable filter diagnosis. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), approximately three years and three months post implant. The patient indicated that the filter was unable to be retrieved. The patient also reported anxiety related to the filter. According to the medical records the indication for filter implant was physician requested out of concern for pulmonary embolism, due to interruption of anticoagulation prior to steroid injections for back ailments and chronic osteoarthritis of the knees. The filter was placed via the right common femoral vein and deployed under continuous fluoroscopy, after a cavogram identified the orifices of the renal veins. Post deployment cavogram showed excellent filter deployment with no dissection or extravasation. The patient tolerated the procedure well and was discharged to home. Three days post implant the patient called the physician's office with complaints of right groin pain and bruising. Assessment noted no bruising, swelling or localized tenderness to the area and the physician felt the complaints were not related to the procedure. The patient¿s medical history is noted for severe obesity, anxiety, depression, gall stones, kidney disease, chronic left lower extremity deep vein thrombosis (dvt), dvt after left knee surgery, hyperlipidemia and hypertension. Surgical history of left knee arthroscopy, vascular surgery, cholecystectomy, achilles tendon repair, left meniscus tear repair and bilateral topaz procedure. Approximately three years and three months post implant an abdominal computed tomography (CT) scan was performed for unspecified injury of the ivc. The results of the scan noted that the anchoring struts at the midpoint of the filter extend approximately 2 mm extrinsic to the ivc filter wall. Approximately three years and six months post-op the patient was seen in consultation for evaluation of the ivc filter for removal. The consult indicated that filter removal was not an option due to the duration of the implant. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The trapease ivc filter is indicated for permanent placement. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported event could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.